Event description:
It was reported that the patient presented to the emergency room with slow heart rate. The right ventricular lead exhibited loss of capture. Fluoroscopy revealed the lead was dislodged. The lead was explanted and replaced without any complications. The patient would be monitored with normal follow up. The patient was asymptomatic post procedure.